Event description:
Duirng a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 14 atms on the post-dilation initial infaltion. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. A medikit introducer sheath, a runthrough ns0.014 guidewire, a mach1 vl m0d 3.5 guide catheter, and a cypher 18/3.5 stent were also used in the procedure. The quantum maverick monorail ptca catheter balloon was also infalted to 20 atms to pre-dilate the lesion for placement of a cypher stent. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".